Manufacturer narrative:
Additional information was provided that the cobas e602 serial number was (B)(4). Patient sample was returned for investigation. The sample was found reactive for anti-toxo igg. This result was confirmed by further testing performed during the investigation. The reagent performed within specification. The sample is assumed to be a true positive.

Event description:
The customer received questionable positive toxoplasma igg (igg antibodies to toxoplasma gondii) results for four samples from one patient from a cobas e602 analyzer. No unit of measure was provided. On (B)(6) 2012: 106.2; (B)(6) 2012: 101.9; (B)(6) 2015: 101.6; (B)(6) 2015: 92.36. In a different laboratory, all four samples were found negative. No specific data was provided. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).